Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 user guide states, "always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery." Device not returned.

Event description:
It was reported that the customer intended to set a site reminder for 3 days, but when 3 days was selected the pump displayed the reminder would be annunciated 4 days later. During troubleshooting with tandem technical support, it was found that the pump date was inaccurate. Reportedly, the customer had been traveling and forgot to adjust the pump date upon returning. Customer's blood glucose level was 122 mg/dl. Tandem technical support guided the customer through adjusting the pump date, and successfully set a site reminder for 3 days.